Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 90% stenosis, no calcification and no tortuosity. The 3.5x38mm xience skypoint stent delivery system (sds) was attempted to be advanced, however, the stent became partially dislodged inside the guiding catheter but remained partially on the balloon. There was resistance with the exit port of the catheter prior to the partial dislodgement. The stent delivery system was retrieved without issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.